Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-496 mg/dl). The customer would changed the pump supplies and deliver a bolus via the pump to address the high bg. The cause of the high bg was not known. As the high bg events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.